Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error several times. In addition, the insulin pump is not working properly. Customer also mentioned other alarms occurring. The customer's blood glucose was 209mg/dl. The alarms occurred during prime. Customer also mentioned being hospitalized due to a blood clot. Also, they noticed the buttons are sticking. Customer stated they were able to rewind using a pen to retrieve settings. Advised customer to discontinue the use of the insulin pump and revert to backup plan.